Event description:
It was reported that the insulin pump had a crack around the battery compartment. The customer's blood glucose was unknown, nothing further was reported.

Manufacturer narrative:
The insulin pump had a scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, reservoir tube, and missing end cap sticker.